Event description:
It was reported that a user on the second day of ilet use experienced hyperglycemia with a blood glucose of 299 mg/dl about 1.5 hours after a carbohydrate-heavy meal and meal announcement, noted no visible infusion site leakage, and reported a burning sensation at the site; education and troubleshooting were provided to allow time for automated corrections to assess site viability, and the glucose later decreased to 220 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.